Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited image malfunction when bending. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the image loss when bending could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The following fields were updated: h4.

Event description:
No additional information received from customer.